Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported heart failure and fluid overload could not be conclusively determined through this evaluation. In addition, a direct correlation with (B)(4) could not be conclusively established. The submitted log files capture the pump appearing to function as intended with no atypical alarms throughout the duration of the data. No unusual events were noted. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 3 years, 3 months. Brand name, UDI #: the heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted to the hospital from the clinic with heart failure and fluid overload. The heart failure was reported to not be device related. The patient reportedly exhibited shortness of breath, fatigue and a frequent moist cough. The patient was treated with diuresis. Log files did not show any unusual alarms or events. The vad is functioning as intended. The patient was discharged home with supportive care. No further information was reported.